Event description:
It was reported that during a da vinci-assisted surgical procedure that arm 3 rotated when energy was activated. The staff replaced the instrument, but the issue remained. The intuitive technical support engineer (tse) reviewed the system logs, but found no related issues. The tse recommended reseating the drape and canceling out the guided tool change. The tse also recommended that if this was unsuccessful, then a power cycle would be the next step. The caller stated that they would inform the surgeon and the call ended. The procedure was being completed as planned, with no reports of patient injury. Intuitive received the following additional information via follow up: the reported issue occurred with the surgeon's head inside of the viewer. There were no external collisions. The suspected arm started jumping, and then rotated backwards. The surgeon stated that the arm felt like it was stuck and had no range of motion. The surgeon switched to arm 4 to finish the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem of arm moving in a jerky motion which was not confirmed as having occurred in the field and not replicated. Logs did not record any errors. The unit was tested on an in-house system in normal with no triggered errors. Unit was also tested on a test platform where it did not fail due to jerky motion. No signs of visual damage during inspection. The yaw/pitch harmonic drive was found to be the potential root cause of the reported event. The complaint was not confirmed by failure analysis.